Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure pod of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11: the actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed blood leakage at the level of the access pre pump pressure pod. The lines of the set, including spikes, are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.